Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2014 along with concurrent cystoscopy with urethropexy, anterior and posterior colporhaphy due to sui and pop. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 7/24/2017 additional narrative: it was reported that she experienced pain, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesions, bleeding, obstruction.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.